Manufacturer narrative:
Analysis of the returned device did not confirm the reported event. The ipg voltage level is above the ipg eri threshold of 2.644v. The ipg had not logged the elective replacement indication (eri) or the end of life (eol) timestamps. Visual inspection of the ipg did not identify any anomalies. The ipg was functionally tested and passed all testing. No product problem was identified.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient received a replace generator soon message. In turn, the patient's ipg was explanted and replaced to address the patient's issue.